Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09156. It was reported an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® laa closure device & delivery system (wds) and watchman ® access system (was) were used. When the delivery system was inserted into the access system, air was noted within the delivery system. An air embolism was noted and patient complications occurred. The closure device was implanted and the procedure was completed successfully. There were no signs of a stroke post procedure; however, the patient was unable to write her name the next morning at discharge. The physician provided a current update that the patient had a slight improvement in writing.